Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed that the pegs slip. The device was full of blood and pieces of bone, which may be a significant factor causing the k-wires not to stay fixed and slip when force was applied, as a result of improper care and maintenance. The device was repaired and returned to customer on (B)(4) 2012. The complaint is indeterminate. Placeholder.

Event description:
Customer reported the device pegs continue turning despite the lever being fully pressed. This is report 1 of 1 for #(B)(4).